Event description:
Device malfunction: none. Symptoms/ae: neurologic event, possible embolic stroke, hypotension, bradycardia. Time of ae: during and post procedure. It was reported via a trial that during delivery of the xact sds to the left internal carotid artery the pt experienced brief bradycardia and hypotension treated with atropine. During post dilatation with a non-abbott balloon, the pt experienced hypotension treated with neosynephrine and IV fluids. Approximately 5 hours later, the pt had sudden episode of loss of consciousness while in ICU lasting approximately 45 minutes. Stat CT scan was negative for bleeding. MRI done on (B) (6) 2010 revealed bilateral embolic type stroke. Neosynephrine was weaned over 36-48 hours and blood pressure stabilized. Concomitant antihypertensive medication was held. The pt was discharged home on (B) (6) 2010 in stable condition. Discharge diagnosis was post procedural possible syncopal or neurological event of unclear etiology. Though requested no additional info was provided.

Manufacturer narrative:
(B) (4). Eval summary: hypotension, embolism, bradycardia and stroke are known potential adverse events, associated with the use of carotid stents as stated in xact instructions for use (IFU). The device was not returned to abbott vascular for analysis, and there was no alleged deficiency related to the identity quality, durability, safety, effectiveness or performance of the xact device. Hypotension may also occur during carotid interventional procedures and is an anticipated response of the human body to stimulus of the carotid bulb. No anomalies to the catheter reported during the prior to use inspection and delivery system preparation (IFU). Xact catheters are 100% inspected for any anomalies prior to being packaged. A review of the lot history records associated with this incident revealed that the device met the acceptance criteria. Based on the available info, a conclusive cause was not identified. The pt effects experienced are not necessarily an indication of a product deficiency instead the events may be related to circumstances during the case and/or the pt pre-existing health conditions.